Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition and low out of range shock impedance measurements detected during shock delivery. This occurred during successful shock therapy delivered for incessant ventricular tachycardia (vt), for which the patient reportedly remained in code for approximately 90 minutes. Furthermore, technical services (ts) was consulted regarding a concern for this device not delivering shock therapy for subsequent vt episodes. Ts confirmed that the device delivered anti tachycardia pacing (atp) according to the programmed settings, as the detected rhythm did not meet the criteria for entry into the shock therapy zone. Ts advised prompt device replacement. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of labeling confirmed that the complaint situation was listed in the manual and there was no indication in the complaint that the product was not used in accordance with labeling. No updates were required to the manual as result of this event. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code "cause linked to device but unable to trace more specifically" was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1004, indicative of a short circuit condition and low out of range shock impedance measurements detected during shock delivery. This occurred during successful shock therapy delivered for incessant ventricular tachycardia (vt), for which the patient reportedly remained in code for approximately 90 minutes. Furthermore, technical services (ts) was consulted regarding a concern for this device not delivering shock therapy for subsequent vt episodes. Ts confirmed that the device delivered anti tachycardia pacing (atp) according to the programmed settings, as the detected rhythm did not meet the criteria for entry into the shock therapy zone. Ts advised prompt device replacement. No adverse patient effects were reported. This ICD remains in service.